Event description:
Major pump unit(s) involved: drive unit failureadditional text: traumatic damge during radiology procedurespecific component(s) involved: driveline malfunctionadditional text: rvad dislodgementother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :type: both (in the same or visit).

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.